Event description:
It was reported that the patient's implantable neurostimulator (ins) site was sore when he leaned against the back of the seat and sitting in his car and truck. It was noted that the site of the ins was on his left hip just below the belt line. Additional information received reported that the position of the ins was uncomfortable and ¿did not fit well¿ since the day it was implanted. It was stated that the patient had surgery done on (B)(6) to revise the position of the ins. It was noted that the patient was scheduled for a surgery follow-up appointment for the (B)(6).

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
Additional information received reported the ins was implanted on the left side of his hip and was uncomfortable. About 3-4 weeks ago, they moved the ins around to the front about 2-3 inches to the left of the navel. The patient had been really pleased with it now and it was certainly more comfortable.

Manufacturer narrative:
(B)(4)